Event description:
It was reported that during the implant procedure while performing defibrillation testing there was intermittent telemetry due to electro-magnetic interference. It was noted that the physician was using a headlight during the implant procedure. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).